Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information while using the device, the basket portion broke after opening and closing it 4 to 5 times, so they stopped using it.